Manufacturer narrative:
The alarm trace showed several abnormal sample probe aspiration alarms. It was determined that the root cause of the event was pre-analytical sample handling issues. It was found that carry-over from a contaminated sample probe caused the elevated creatinine result.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial creatinine result was 375 umol/l. The result was reported outside of the laboratory. The physician questioned the result as it did not match the patient's previous results and the sample was repeated. The repeat result was 83.5 umol/l. The reagent lot is 67171801 and the expiration date is 31-jul-2023.